Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l371 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l371 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak? (Centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the complaint kit has not yet been received. A supplemental report will be filed when the analysis is complete. (B)(4). P.t. (B)(6) -2023

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 52 ml of whole blood had been processed when they received an alarm #7: blood leak? (Centrifuge chamber) alarm. The customer stated the drive tube was damaged at the location of the upper drive tube bearing. The customer aborted the ecp treatment and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The customer will return the kit and photographs for investigation.

Manufacturer narrative:
The complaint kit, smart card, and photographs were returned for evaluation. A review of the smart card data confirmed the occurrence of an alarm #7: blood leak? (Centrifuge chamber) alarm after 52ml of whole blood had been processed. An alarm #7 occurs when the fluid leak detector in the centrifuge chamber has detected a fluid leak. Review of the customer provided photographs show damage to the drive tube at the location above the upper drive tube bearing stop. Evaluation of the returned kit found a circumferential groove on the drive tube around the circumference near the upper drive tube bearing stop. The evidence to the drive tube is consistent with a misload of the upper drive tube bearing into the retainer clip causing the drive tube to contact the bearing retainer and leak. A material trace of the drive tube assembly used to build lot l371 found no related non-conformances. A device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause for the alarm #7: blood leak (centrifuge chamber) is most likely due to the drive tube leak. The root cause for the drive tube leak was most likely caused by not securing the drive tube bearing into the retainer clip during installation of the drive tube by the end user. No manufacturing related defects were identified during this investigation. No further action is required at this time. This investigation is now complete. (B)(4), h.m. 14 sep 2023.